Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and from a consumer (con) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient had pain at the ins site. The ins was placed in their left buttock and the site was painful, so it was moved to their left abdomen on the day of the report. This was noted to be resolved. It was noted that the pain was unlikely related to the device or therapy, but was possibly related to the implant procedure. There were no signs of infection or swelling. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(4) reported increased pain at the implantable neurostimulator (ins) pocket site. It was noted it was possibly related to the incisional site/device tract of the neurostimulator pocket. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.